Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a product mix-up occurred. The physician asked for a liberte bare stent but was handed a taxus liberte stent instead and the stent was implanted. No patient complications were reported and the patient's current condition is listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.